Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found insertion needle bent inside sensor base. Unable to confirm customer received sensor in that condition due to customer returning it opened/used.

Event description:
Customer reported that the insulin returned a low blood glucose alarm and went into threshold suspend when the blood glucose level was 110 mg/dl. Customer also reported that the insulin pump went into threshold suspend with a blood glucose level of 130 mg/dl and a sensor glucose level of 50 mg/dl. Blood glucose level was 133 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.